Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. Top case was cracked by left side of handle and tube holder. Bottom case was cracked by l-bracket screws. Plunger head was cracked by all screws. Invalid syringe size was found in the event history log. The technician was unable to calibrate the size on both slugs, this also causing the invalid syringe size during syringe test. The root cause of the reported issue was found to be that the size pot connector came loose from main board due to the size pot plug on main board was broken. Replaced main board, replaced battery per customer request due to normal wear, battery was over 7 years old. Performed syringe test and all functional tests which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the pump was not calibrating, battery needs to be changed and syringe size alarm. No patient injury was reported.